Manufacturer narrative:
The fse confirmed the problem reported by the customer of c-arm booting to 5 arrows intermittently. The fse determined the cause of the problem to be image processor pcb. Prior to determining this, many parts were replaced. After final repair the fse verified system functionality. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and image processor pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.